Manufacturer narrative:
Additional narrative: patient identifier and weight not available for reporting. Date reported is (B)(6) 2018, exact date is not known. It is not known if device was implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Facility telephone not available for reporting. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown revision procedure utilizing a 4.0mm ti cannulated screw long thread/40mm which was discarded. It was also reported that there was no device malfunction and the reason for the revision remains unknown. Patient consequence is unknown. The surgery was completed successfully and there was no surgical delay. It was also reported that there were no other medical intervention required. This report is for one (1) 4.0mm titanium cannulated screw. (B)(4).